Event description:
The event is reported as: complaint alleges: catheter tubing snapped off at the connection to the catheter hub during a procedure. The catheter was replaced without incident. No reported patient injury.

Manufacturer narrative:
Device sample not received by MFR in time for this report.